Event description:
As reported, the optifix straight fixation device was used in laparoscopic inguinal hernia repair to fixate a bard soft mesh. When deploying the fastener at cooper's ligament area some fasteners were successfully released from device and fixated into the mesh/tissue. It was also reported that broken fasteners were found and they were removed from the patient's body. Another optifix straight fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed broken fasteners and failed to fixate the mesh. Evaluation of the sample did not reproduce the reported event. The device was found to function as intended during functional and simulated use testing. There is no indication that this device would have deployed broken fasteners. Based on the evaluation a definitive root cause of the reported event could not be determined, however the most probable root cause of the broken fastener during use may be due to the usage of device at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ and "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿